Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to an alleged infection. The following eleos implants were revised: poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants were implanted at the time and were not revised during this revision surgery: segmental stem, stem extension, tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
This adverse event was not reported to onkos surgical until 17 december 2021. The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2022-00015, #3013450937-2022-00017, #3013450937-2022-00018, #3013450937-2022-00019, #3013450937-2022-00020, #3013450937-2022-00021. The following mdrs were also submitted for this patient. These mdrs were submitted for an alleged infection and loose cemented stem that resulted in a revision surgery on 18 november 2021. #3013450937-2021-00329 #3013450937-2021-00330 #3013450937-2021-00331 #3013450937-2021-00332 #3013450937-2021-00333 #3013450937-2021-00334 #3013450937-2021-00335

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2020 due to an alleged infection. The following eleos implants were revised: poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants were implanted at the time and were not revised during this revision surgery: segmental stem, stem extension, tibial baseplate and cemented stem extension. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated/corrected: b4: date of this report added. D4: lot number added. D4: expiration date added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.